Manufacturer narrative:
Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection and reoperation. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2011, an aortic arch debranching surgery was performed prior to the implantation of gore® tag® thoracic endoprostheses. On (B)(6) 2011, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. Tgt3415/7610889 was first implanted distally and tgt4015/8526177 was implanted proximally to the ascending aorta, intentionally covering the aortic branches. On (B)(6) 2011, a dissection in the ascending thoracic aorta was detected. The physician stated that the dissection was most likely caused by the clamp placed on the ascending aorta during the debranching surgery. The physician determined to monitor the patient. On (B)(6) 2011, a resolution of the dissection was confirmed at the 6 month follow-up examination. On (B)(6) 2012, no adverse event was reported at the one year follow-up examination.